Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25415. It was reported the pt lost stimulation due to a lead fracture. As a result, the pt's lead was explanted and replaced. Stimulation post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.